Event description:
It was reported that (2) devices were used during a laparoscopic gall bladder. It was reported by the affiliate that the 512s gaskets were torn. Another instrument was used to complete the case. There was no consequence to the patient.